Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the customers blood glucose (bg) was 44 mg/dl. Cause was not known. Customer consumed watermelon to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the events; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.